Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio2: 5.5, 5.3. Nurse performed tests on (B)(6) 2011 and pt performed tests on (B)(6) 2011 and (B)(6) 2011. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending. Add'l lot # 243103.